Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: visual inspection of returned device revealed spring tip detachment and the body kinked. Visual and tactile inspection performed showed the device was fractured at 327.5cm approx. From proximal end. Spring tip was not returned for analysis. There were kinks and bends along the device. The fractured section was sent to the (B)(4) lab for analysis and the results revealed that the failure occurred due to a cyclic bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(4) 2013 it was reported that during a rotational atherectomy treatment procedure, the guide wire was entrapped with the rotalink device. The target lesion was located in the moderately tortuous and moderate to severe calcified mid to proximal left anterior descending artery. The physician successfully guide wired the target lesion and advanced the rotalink burr as far as the curve in the unknown guide catheter at a point where the rotalink burr could not be advanced any further. In an attempt to retrieve the devices from the patient, the physician gently pushed and pulled the devices. It is noted that the physician successfully removed the unknown guide catheter, guide wire and rotalink burr as one unit from the patient. No patient complications were reported and the patient condition is fine. However, the returned product analysis revealed that there was guide wire tip detachment.